Event description:
A malfunction involving a momentary power loss to the vibrator motor was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, which was successful, and advised the customer to continue using the pump. The customer acknowledged the instructions and was told to call back if the issue recurs.